Event description:
The customer reported that the surgical table was lowered and punched a hole in the collimator cover of the 9800 system during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cover was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.